Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign material in the air water cylinder, the air water tube and the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in the air water cylinder, the air water tube and the jet tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.